Event description:
Customer reported a leak in the cap piercer blade washer when using the unicel dxc 660i synchron access clinical system. The leaking fluid that the customer found was blade wash solution and was contained within the instrument. The customer was wearing personal protective equipment, lab coat and gloves. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and pulled line #118 off of the cap piercer waste valve and found out that there was no vacuum in the line. Service engineer flushed line #118 with hot water and bleach. Service engineer observed that part of the wick flushed out of the line. Service engineer verified proper vacuum in the line #118. Service engineer primed the cap piercer, and did not observe any leaks. It was unknown of what caused the wick particles to go in the waste line # 118. Customer confirmed maintenance was performed. Identification of failure mode: failure mode is clogged tubing #118, pn-a16293. (B)(4).